Event description:
The patient was taking an unspecified medication via a humapen ergo teal/clear pen body (lot 40162) for an unk indication. It was unknown who operated the device or if the operator of the device was trained. The pen was reported to need a high injection force. The device was returned to the company. Initial analysis by the affiliate quality control dept found: the pen worked as normal. However further investigation by the MFR found two broken engagement tabs. The product is out of specification for dose accuracy. Two tab breakage has been shown to deliver an under dose of insulin. The device is being returned to the MFR for additional information.